Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported incidents reported for unable to remove the gripper line and gripper line break during removal from this lot. All available information was investigated, and a definite cause for the reported inability to remove the gripper line in this incident could not be determined. The reported gripper line break was a result of difficult gripper line removal. The reported tissue damage and foreign body in patient were a result of operational context as the anterior valve leaflet was damaged during pulling of the gripper lines and a part of the gripper line was left in the patient anatomy. It should be noted that the mitraclip instructions for use (IFU) states under the intended use section that, the mitraclip system is intended for reconstruction of the insufficient mitral valve. The off-label use in the tricuspid valve did not likely contribute to the difficulty to remove the gripper line. The reported patient effects of foreign body in patient and mitral valve tissue damage are listed in mitraclip ntr/xtr system IFU as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove the gripper line, gripper line break and leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative tricuspid regurgitation (tr) with grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. During gripper line removal, after 1 meter was removed, tension was noted and the gripper line broke. One end of the gripper line was removed, and the other end was left in the anatomy. Additionally, it was noted that the anterior leaflet damaged. One clip was implanted, reducing tr to 3. The procedure was discontinued and the patient is well. No additional information was provided.